Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the device was returned for evaluation and the customer's allegation was confirmed. The device evaluation found he camera cable was not attached to the camera. Based on the results of the investigation, it is likely that the following led to the malfunction: the camera cable is damaged and the internal charged coupled device may be broken. Therefore, it is likely that normal communication was not possible, and this led to the event that the images you indicated did not come out. Also, the information obtained from this complaint and the results of the investigation did not lead to the identification of the cause of the occurrence. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic laparoscopy procedure, the subject device occasionally had no image after turning on the console. There were no reports of patient harm.